Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-14028, 1627487-2019-14030. It was reported the patient's ipg and anchors were protruding following a recent fall and as a result, the patient experienced discomfort. In turn, the patient underwent surgical intervention wherein the ipg was placed deeper within the pocket site and both existing anchors were explanted and replaced. Reportedly, the issue resolved.